Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was not able to charge the ipg. The patient underwent a revision procedure wherein the ipg was replaced. The physician was not sure if the ipg malfunctioned. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the explanted device was not returned to bsn as it was lost by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not able to charge the ipg. The patient underwent a revision procedure wherein the ipg was replaced. The physician was not sure if the ipg malfunctioned. The patient was doing well postoperatively.